Manufacturer narrative:
Omit : a26 - insufficient information (3190). Correction : describe event or problem. Additional information : imdrf annex a code. The customer reported an event where the pump module fell off the pcu during cleaning and when attempting to catch the device, the customer broke their finger. This was generalized feedback; no further information was available, and no devices were available for investigation. Additional information, according to the bd alaris system user manual v12.3.1, notes to not perform the cleaning and disinfecting procedures while devices are connected to a patient because this can lead to patient harm. Complaints are monitored and trended with further investigation and/or corrective actions initiated per procedure(s). The device is intended to be used for treatment purposes per 21 cfr 820.198(d)(2). All available information has been provided to bd regarding the reported event. If additional information is received, the complaint record will be reassessed.

Event description:
It was reported that during cleaning of the device, the module fell off the pcu. When cleaner attempted to catch the module, they broke their finger. No further information was made available. During site visit, bd representative attempted to obtain additional information. The customer stated that no additional information can be provided, and no devices will be returned to the manufacturer for investigation.

Event description:
It was reported that during cleaning of the device, the module fell off the pcu. When cleaner attempted to catch the module, they broke their finger. No further information was made available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.